Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the package of the intraocular lens (iol) was not sealed when the box was opened. Through follow-up, we learned that the customer does not think it was caused by shipping because the outer box was intact. No additional information was received.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 27-may-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection under magnification was performed on the suspect product. The device was received unused. Viscoelastic residue was not observed in the cartridge and the lens was observed to be inside the lens module. The sterilization pouch was observed to be opened and crumpled; however, no sealing issues were observed. Further evaluation of the complaint product revealed that the pouch was observed opened at the supplier sealed side (chevron). The manufacture sealing was sealed and complied with the requirements. No defects were observed. The complaint issue "sterility assurance concerns" was not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.